Manufacturer narrative:
The hill-rom technician found the bed not zeroed before the pt was put on the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It si unk if the facility performs preventative maintenance on their beds. The technician zeroed the scale correctly to resolve the issue. The technician throughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm was not working. The bed was located at the account int he bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).